Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was not confirmed. Based on visual and functional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with heavy calcification. The 2.0 x 20 mm voyager balloon catheter was advanced to the lesion and attempted to be inflated to 8 atmospheres (atm), but the balloon would not inflate. A non-abbott balloon catheter was used successfully. After the procedure, the physician tested the voyager against another 2.0 x 20 mm voyager that was used previously, and the voyager balloon could not dilate completely. There was no issue with the previously used voyager balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.